Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled the main board into a golden unit. Powered with no error. Placed the epg in a freezer for an hour. Powered with no error. Placed the epg in an oven at 70°c for an hour. Powered with an 805 error. Ran on the automated test console, passed all tests. Reviewed the logs. Multiple 805 and 301 errors. Conclusion: confirmed customer complaint of 805 errors. Error code 805. Suspected solder issue with the diestack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of an error code occurring and it was attributed to the main board being out of specification in an electrical manner. It was additionally noted that the upper case and hanger assembly were cracked, both wires on the liquid crystal display were pinched with the wire exposed and that the encoder assembly was out of specification mechanically. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator displayed an error code when it was attempted to be used. The generator was returned for service as well as a test and calibration procedure. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.